Manufacturer narrative:
Batch review performed on 13 january 2021: lot 2005204: (B)(4) items manufactured and released on 29-july-2020. Expiration date: 2025-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed due to infection 2 months after the primary. The liner was revised and wash-out was performed. The surgery was completed successfully.